Event description:
A user facility technician reported a pt had no ultrafiltration (uf) removal during a treatment on a system 1000 hemodialysis device. The full treatment time was completed with no alarms indicating a problem. It was determined that no uf removal occurred when the pt was weighed. The pt had medical intervention of a dialysis treatement the following day. There were no sequelae associated with this incident.